Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Neither the air nor the water at the output of the endoscope was observed due to a clogged nozzle. A solid material whose origin could not be identified and removed was partially clogging the hose nozzle. There was insulation failure at the plastic distal end and the plastic distal end was scratched. The bending section cover glue was peeled off. The connecting tube and universal cord had buckles. The scope cover was scratched. Switch one (1) had wear and tear. Angulations were out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had air/water issues from the air/water system. No patient harm reported. During the evaluation of the device, it was noted the nozzle had foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the nozzle had foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the foreign material exiting the air/water nozzle likely occurred from an accessory device which broke and entered the channel. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: ¿to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use." Olympus will continue to monitor field performance for this device.